Event description:
Customer reportedly noted an internal leak of oxygen. There was no reported patient injury. Datex-ohmeda's investigation into the reported occurrence is still ongoing.

Manufacturer narrative:
Two oral attempts and one written attempt have been made to obtain patient informatin from consignee without success. In the event patient information is obtained, a follow up report will be made.